Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs and the device. Visual inspection of the returned product noted that the loading unit was partially fired. The loading unit anvil was bowed. The cartridge was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, partial firing, and disengaged cartridge may occur under the following conditions such as application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in c hanges to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on a pulmonary bullae with thoracoscopic surgery, the reload came out and after a while it broke off but was able to retrieve. It was also reported that there was an incomplete staple line centrally and lung injury. This resulted in extended surgical time of 30 minutes due to the product problem. They used another device to complete the case.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.